Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched due to low blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 45 mg/dl and 48 mg/dl. Customer was treated with food and glucose tablets. Customer reported insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer does not use auto mode or smartguard. Customer does not alleged insulin pump was over delivering. Customer treated with liquids gatorade, sugar. The insulin pump will not be returned for analysis.